Event description:
Nursing attempted to remove q pump catheter and met resistance. Physician attempted to remove catheter, and it fractured requiring surgical removal. It was found in two pieces upon exploration both were removed. Pt doing well. Dates of use: 2009. Diagnosis or reason for use: s/p cesarean section, incisional pain management.